Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2z3xu); product type: 0200-lead; implant date (B)(6)2024 explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the lead replacement was done on 2024-october-16 resulted in the same issue which was occurred. The lead shifted was not effective in its current position. This never occurred with the previous model that they had. The surgeon will revisit and discuss option in may 2025. They will discuss with the manufacturer representative what could be causing the issue and how to prevent it from reoccurring. The patient was very much disappointed in the occurrence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that they experienced symptoms related to the issue and the lead was shifted and no longer in the current location. The hcp stated that the appointment was scheduled with the doctor on (B)(6) 2025 to discuss next steps. The issue was not yet resolved.